Event description:
(B)(4), it was reported that the swivel portion of the device spun greater than 90 degrees around on its base causing the catheter to be rotated 360 degrees. This caused it to be kinked off and resulted in a post operative bladder surgery patient overfilling and rupturing the bladder.

Manufacturer narrative:
The sample was not returned. No conclusions can be determined based on the picture provided. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states in the warnings and precautions: "minimize catheter manipulation during application and removal of the statlock device." (B)(4).